Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink system continu-flo solution sets experience no flow through the device. The tubing sets worked fine for saline or other fluids, but when used for the cell administration for stem cell transplants, the leur lock connections were not allowing the cells through. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.